Event description:
It was reported to gore at an awr meeting, that dr (B)(6) experienced complications with a female patient, that he believes was a result of gore® bio-a® tissue reinforcement, about (1) year ago. Dr (B)(6) performed a parastomal hernia repair using the bio-a without any issue. Approximately eight weeks later he went back in to re-operate on a stricture that had developed. He stated that there was an inflammatory response where the edge of the bio-a and the ileum intersect. He removed the bio-a and due to the high inflammatory response, did a colon resection as well. The patient has done well and no other complication or issues occurred.

Manufacturer narrative:
(B)(4).